Event description:
Customer called and leave the message: the customer has had diabetes for nearly 10 years. On may 4th, while using the micro-fine needle(xtw pen needle), the needle broke off in the flesh near the navel. The customer went to a nearby hospital around 9 pm on may 4th, but the emergency department said they couldn't handle it. The customer stated they would go to xx hospital the next day for further examination and treatment. As the customer did not answer the call, call center were unable to obtain further information regarding the patient's usage and operational procedures. The quantity of the affected product was one. It is unknown whether the customer has a sample or photos. If any update will be sent by email.sample availability: unknown sample availability details: unknown. Vcoyne 21may2026 update/additional information from region - see attachments. 1 specific details of the incident: on the evening of may 4th,it was found the needle break off after injecting insulin. 2. Material code and lot number: material code is 320543, lot number is 2097043 3.place of purchase: the product was purchased from a hospital, but the hospital name cannot be confirmed. 4.sample status: no sample available . 5.usage habits: the customer injects insulin once a day, but reuses the needles, one needle was reused 8-9 times. The reused needles are disinfected with alcohol swabs, if the reused needle gets bent, customer straightened it out and reuse it again. The customer rotates injection sites, and there are no subcutaneous indurations at the injection sites. The patient self-injected. 6.age of the patient, what brand of needles customer use, and how long the customer have been using our needles: the customer is xx years old and has had diabetes for 10 years, primarily using micro-fine(xtw) needles. 7.medical intervention: on the evening of may 4th, the customer went to a nearby emergency room, but the emergency stated they could not handle the situation. On may 5th, the customer went to xx hospital for an x-ray examination, which did not detect the broken needle. The doctor suspected the broken needle was outside the body and requested hospitalization for further examination, which the customer declined due to the high cost. 8.patient's current condition: the customer is currently in good condition with no adverse effects observed. 9.any requests: a phone-called customer response is needed, no other requests.